Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using a lantern delivery microcatheter (lantern). The distal tip of the lantern became kinked while attempting to load over a non-penumbra guidewire on the back table and, therefore, the lantern was not used in the procedure. The procedure was completed using a new lantern.